Event description:
It was reported that this fiber broke during the procedure. The procedure was completed successfully with a replacement fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found the fiber was received in two pieces. The first piece measured 280 cm from the sub miniature a (sma) connector to the distal end. The second piece from proximal end to the exposed glass tip, measured 28.2 cm. The exposed glass tip measured 2 mm and had normal degradation and fiber jacket around the tip had burn back. During functional testing, light from the sma connector was bright and round, indicating that there was no fracture within the connector. The alleged fiber break event is confirmed based on the analysis that the fiber was received in two pieces. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. It is likely that the procedural handling of the device during use contributed to the damage to the fiber. According to the instructions for use (IFU), carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device.

Event description:
It was reported that this fiber broke during the procedure. The procedure was completed successfully with a replacement fiber. There were no patient complications.